Event description:
Pt with significant ischemia left lower extremity with left popliteal and left tibioperoneal trunk occlusion. On 9/29 was taken to surgery for angiography and atherectomy with stenting and ivus u/s with radiographic interpretation of left superficial femoral artery and popliteal artery. Excerpt of op report - angiography of the left lower extremity did demonstrate a popliteal artery occlusion, starting distal popliteal artery extending down into the origin of the posterior tibial and the peroneal artery. The entirety of the tibioperoneal trunk was also occluded. Wire again crossed. There was chronic total occlusion into the posterior tibial artery. Angiography of the posterior tibial artery was accomplished. Atherectomy was accomplished of the popliteal artery as well as the tibioperoneal trunk with a phoenix 2.2 philips atherectomy device. This was angioplastied along its course, initially with a 5-mm balloon and then a 6-mm balloon in the popliteal space, specifically a drug-coated balloon. This was followed by angioplasty in the tibioperoneal trunk with a 4-mm and a 5-drug-eluting balloon. Intravascular ultrasound was used to interrogate the popliteal artery. Unfortunately, this demonstrated no evidence of significant dissection, but the ivus catheter did break off in the popliteal artery and remained stagnant. An incision was made to jail this. A wire was buddy wired next to this area and a 7-mm x 80-mm smart stent was deployed. This was angioplastied along its course. Completion angiography demonstrated excellent flow through the popliteal and tibioperoneal trunk with good posterior tibial artery runoff all the way into the foot. At this juncture, all wires, catheters and sheaths were removed. The access site was closed with an angio-seal device in the superficial femoral artery. There were no apparent intraoperative complications. The patient tolerated the procedure well. All counts were correct at the conclusion of the operation. FDA safety report ID# (B)(4).